Manufacturer narrative:
Boston scientific received information from the local representative that the sense vector was reprogrammed from primary to secondary sensing. The physician was able to confirm that electrogram noise was reproducible when the patient crossed his arms and pulled. The patient is enrolled in latitude and the physician plans to continue monitoring the performance of the implanted system. No other intervention was undertaken and the patient did not suffer any complication or adverse events.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services to report that this device stored a treated episode that occurred on (B)(6) 2016. A boston scientific local representative was planning to send a printout of the episode and wanted to know if shock therapy was appropriate. The local representative was unaware what the patient was doing at the time of shock delivery; however, the patient was asymptomatic. Ts commented that following review of the episode, it was difficult to determine if a true arrhythmia had occurred. The onset looks like the negative r-wave is similar to normal sinus rhythm ( nsr) but the complex is very small in amplitude. The local representative was informed that the post-shock impedance was high (131 ohms) and could be an indication that the electrode is implanted in adipose tissue and may be susceptible to positional changes. Ts discussed the possibility that since the patient was asymptomatic, there may be a positional issue with the electrode. Ts suggested further investigation to determine what the patient was doing at the time of shock delivery. If known, then further testing could be undertaken to see if the morphology is reproducible. The post-shock impedance is not significantly different from the impedance obtained at the time of the implant procedure. The local representative was planning to discuss plans for this patient with the physician.